Event description:
Follow up reported the cause of the event was pain down the left leg. The event was attributed to the lead. The lead caused pain but there was no known reason. The device was removed. There was no injury to the patient. No further information was reported.

Event description:
It was reported that when stimulation was on the patient had terrible pain in the leg, back and hip, which started about two months ago. She turned stimulation off two days ago and the pain went away. The patient found out from an appointment with a manufacturer representative that one lead had become "dislocated". Additional information has been requested, but was not available as of the date of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot#: v713638, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).